Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, mentor was provided with a device tracking sheet which indicated the patient underwent bilateral removal and replacement with 650cc mentor memorygel breast implants on (B)(6) 2024. It was also indicated that the explanted left breast implant was ruptured. It is unclear whether the ruptured device was discovered intra-operatively or it was a known complication as the information is limited. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: breast surgery. Manufacturer¿s reference number: (B)(4).